Manufacturer narrative:
D10 concomitant product: egiaustnd, egiaustnd endogia ultra univ std stap (lot # p4j0987s) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic radical resection of a colorectal tumor, the manual stapler was applied while cutting the colon. The stapler was unable to fire, and the surgeon was unable to squeeze the handle. The issue was resolved by replacing the device with a new set of handle and reload. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was not fired. The blow out plate on the side of the articulation joint was fractured distally. It was reported that articulation joint broken and instrument did not fire. The reported issues were confirmed. The most likely cause was concluded to be user error. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: the manufacturing assessment concluded that complaint scenario is likely to happen when exhibiting potential thick tissue and full articulation to the left causing the damages observed while applying extreme force. In order to fire the instrument, once the green firing button (e) has been activated, squeeze the handle sequentially until the lower clamp cover (p) reaches the distal end of the cartridge slot, and the handle locks. Sequential squeezes of the handle are required to fully fire the reload. The total number of squeezes is relative to the length of the reload (30, 45, or 60mm lengths). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.